Manufacturer narrative:
The reported field event of pacing and capture anomaly was not confirmed in the laboratory. The device was tested on the bench, and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-24014. It was reported that the patient presented to the hospital for a routine follow-up. During examination, it was noted that there was no pacing at any vector and no capture at maximum outputs for the lead and for the implantable cardioverter defibrillator (ICD). The physician suggested implanting epicardial lead to resolve this issue. Since the new epicardial led was not compatible with the ICD, a new device was to be implanted. The physician explanted and replaced the lead and the ICD on (B)(6) 2021. The patient was in stable condition.